Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown; omnipod software app version: 3.1.1; smartphone operating system: n5004l-am-q-mv01602-06-01.06; smartphone hardware: n5004l; cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. The patient reports having bruising, irritation and bleeding at the pod infusion site (abdomen). The patient reports while at work they had lost consciousness. The patient was taken from work to the hospital by ambulance. Once at the hospital the patient had blood work as well as an x-ray and electrocardiogram administered. The patient did not receive a diagnosis as all tests came back clean. The patient reports they followed up with their doctor with a 45 minute telephone conversation to check their controller settings.